Manufacturer narrative:
The device was returned to stryker sustainability solutions for evaluation. Upon visual inspection of the received complaint device, evidence of clinical use was identified; there is excessive tissue/eschar buildup. The teflon pad was identified to be melted; however, the teflon pad was attached to the jaw. The blade, jaw, handle, and contact rings appear to be intact. A review of the DHR supports that the device met all inspection and test criteria prior to release from stryker. Therefore, the most likely root causes are: applying pressure between instrument blade and tissue pad without having tissue between them. Prolonged activation. Repeated use of instrument beyond intended use. The instructions for use (IFU) state: care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Clamping the tissue pad against the active blade without tissue on the full length of the blade will result in higher blade, clamp arm and distal shaft temperatures and can result in possible damage to the instrument. If this happens, there may be a system failure signaled by a continuous tone or alert screen when either of the foot pedals or hand control buttons is depressed. Keep the jaws of the device open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad and increased blade, clamp arm, and distal shaft temperatures. Thermal influences such as fluids or minimal to no tissue in the jaws may affect the presence or timing of the tone change. Blood and tissue buildup between the blade and shaft may result in abnormally high temperatures at the distal end of the shaft. To prevent burn injury, remove any visible tissue buildup at the distal end of the shaft. During and following activation in tissue, the instrument blade and clamp arm may become hot. Avoid unintended contact with tissue, drapes, surgical gowns, or other unintended sites at all times. Incidental and prolonged activation against solid surfaces, such as bone, may result in blade heating and subsequent blade failure, and should be avoided. The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported that the teflon pad burned through and the device was replaced. The customer confirmed that no pieces of the device fell into the patient. There was no patient injury, medical intervention, or extended procedure time reported. These are commonly used devices that are readily available.